Event description:
In an article titled, "short segment pedicle screw instrumentation and augmentation vertebroplasty in lumbar burst fractures: an experience ", the following events were reported: two pts had cement leakage in the spinal canal. The spinal canal was cleared of the pmma immediately and thoroughly washed with saline. One pt had cement leakage in the caudal disc space. One pt had superficial wound infection, which was observed third post operative, that resolved with antibiotics and daily dressing changes. The cement leakages were noticed during surgery and thus limited the further injection of pmm in these cases. All pts recovered uneventfully, and the neurologic examination revealed no deficits. No additional information was reported.

Manufacturer narrative:
Report source: article titled: "short segment pedicle screw instrumentation and augmentation vertebroplasty in lumbar burst fractures: an experience" by suhail afzal, saleem akbar, shabir a. Dhar, per published in eur spine j doi 10.1007/s00586-008-0587. Method: device not returned, internal review of literature, follow-up with author.